Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): distal conductor blood/fluid obstruction; the analyst noted that the blood in the distal most likely entered through the is-1 pin, as no inner insulation breach was observed; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, there was trouble loading the stylet down the lead. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt there was difficulty advancing the lead through the stylet. The lead was not implanted and a new lead was used. No patient complications were reported as a result of this event.